Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6), event site name: (B)(6). Esp team reviewed troubleshooting in detail with her. She stated she just wonders why the alarm would occur. Esp team reviewed possible clinical reasons with her.

Event description:
User called into emergency support program line to request and report issue during use in which intra-aortic balloon (iab) had gas loss alarm occurred. There was no harm or injury reported.